Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, clinical observations of wire insertion difficulty were confirmed. Foreign material was found 9.5 cm from lead tip.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted. It was reported that a 0.014" guidewire could not be inserted into the lumen. No adverse patient effects were reported.